Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and revealed longitudinal radial balloon tear. In addition, it appeared that a portion of the balloon is missing. However, per report, 'the missing piece was not missing but was on the table.' A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The complaint for balloon burst was confirmed by review of returned imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing edwards lifesciences technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, 'calcification of the native aortic valve were medium'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Returned imagery shows a portion of the inflation balloon missing, however, it was confirmed by the field specialist that no pieces remained in the patient and that the missing portion of the balloon was on the table. Because there was no reported issue of withdrawal difficulties, it is possible that the balloon material separated during user manipulation on the back table. In this case, review of available information suggests that patient factors (calcification) contributed to the balloon burst. No manufacturing nonconformance was identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed in the aortic position. The valve was prepared without issues and no problems were encountered during the insertion and valve alignment. During valve deployment, the commander delivery system balloon burst at full inflation. Despite the balloon burst, the valve was well implanted and there were no consequences for the patient. The commander delivery system was retrieved through the esheath without problems. The procedure was completed successfully with a good result. The delivery system was discarded at the facility post procedure and is not available for evaluation.